Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 449 mg/dl, 549 mg/dl and current is 164 mg/dl and customer had low level as 59 mg/dl. The customer declined troubleshooting on insulin pump. The customer declined troubleshooting on insulin pump for high and low blood glucose. The customer treated high blood glucose with injection. The insulin pump will not be returned for analysis.